Event description:
During the procedure, the bubble sensor alarmed. The perfusionist tried to override the alarm without success. The pump was power cycled with no results. The perfusionist hand cranked the pump to maintain blood flow. After the procedure, the perfusionist was not sure that the override key was pushed and then held long enough to correctly disable the alarm. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The pump is a component of the s5 system. The 510(k) number is k071318. Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The incident occurred at the hospital (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The incident was investigated by the field service engineer. Damage was noted on the pump panel located between the override keys. The speed knob was also damaged. After dismounting the panel, spacers holding the board that allows the override keys to function were found broken. The pump was sent to sorin group (B)(4) for further analysis. Visual inspection revealed the following mechanical damages: there were notches and scratches at the pump control panel, the control panel in the range of the speed sensor was bent, the bar graph at the speed sensor was stripped, and the override buttons could not be activated manually. Disassembly of the pump revealed that the spacers holding the controls had damage and there was a presence of fluid that had penetrated this area. The control panel was changed out and subjected to testing. The pump was tested for 48 hours. No errors were found. Sorin group (B)(4) stated that the pump was returned in poor condition. The pump showed mechanical damages, which appeared to be the result of some external force. As a result of the damage, the override buttons could not be activated. The cause of this damage cannot be determined.